Event description:
It was reported, the patient's scs system was explanted due to an infection at her scs ipg pocket site. It was also reported, the patient was hospitalized after the procedure. A culture was taken; however, the type of infection is unknown. The patient has been given antibiotics through a PICC line to treat the infection and is being monitored by her physician.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.